Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to pain. All components were removed and replaced with a total knee system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "persistent pain."